Event description:
It was reported that the handpiece overheated. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional information were unsuccessful.

Event description:
A customer contacted baxter's (B)(4) with general questions regarding a patient line leaking from the cap after prime. The patient was not connected at the time of the call. The technical service representative answered the homepatient's (hp) questions and explained to the hp that there is a vent hole in the patient line cap, when the solution rises to the top of the line, a small amount may leak. There was no patient injury or medical intervention with this event. On (B)(6) 2010, product surveillance (ps) contacted the hp regarding the patient line leaking from the cap. The hp stated that she forgot to take the cap off and when the fluid was rising up through the tube, some of the fluid leaked. Ps asked if she was new to peritoneal dialysis (pd) and the hp stated no. The hp further indicated that she is losing her memory and just forgot to take the cap off. The hp stated that she did not have the sample and did not know the lot or serial number. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for overprime - leak out of patient line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. No use error was suspected therefore no label review was required. The root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample is not available.